Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Reporter email address is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, an open reduction internal fixation with va (variable angle) locking hand system was applied to first metacarpal base fractures. While the surgeon was using drill bit, the drilling became dull. He then found the tip had been broken off in the patient¿s body. The fragment was removed, and no other medical intervention was required. The surgeon commented that he might have angulated the inserted drill bit. Surgery was completed successfully, with a 10-minute delay. Patient outcome was stable. This report is for a 1.5mm drill bit/mqc for threaded hole/74mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Please note, this DHR review is for sterilization procedure only: part: 03.130.302s; lot: l217907; manufacturing site: (B)(4); supplier: frueh ag; release to warehouse date: december 01, 2016; expiry date: november 01, 2026. Non-sterile 03.130.302 / f-20594 was manufactured: manufacturing site:(B)(4); supplier: sphinx ag the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material hardness criteria at the time of release with no issues documented during the manufacturing process. Certificate of conformity shows correct material 1.4112 with confirmed hardness. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation selection: investigation site: (B)(4); selected flow: 5. Broken. Visual inspection: the received drill bit is broken approximately 8mm from the fluted tip section. The tip and as well the cutting edges are badly worn. The shaft shows slight scratches. Dimensional inspection: because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused- use related damage at the device, therefore no drawing/specification review is needed. Material review: the used material was stainless steel 1.4112 as required and the measured harness was with 616 ¿ 625 hv10 within the specification of 600 ¿ 655 hv10. The broken surface is homogenous which indicates material conformity as well. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information we are not able to determine the exact cause of this complaint. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Please also note; blunt drill bits require more mechanical power during the application, therefore we would like to draw your attention on page 4 in the leaflet ¿important information, ¿check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces.¿ we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.